Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the surgeon observed opacification issues in certain iols previously implanted in cataract patients. The surgeon presented photographic evidence of the issue within the eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis, the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).